Manufacturer narrative:
(B)(4)

Event description:
During follow up, a minor pericardial effusion and possible tamponade were suspected. The ra lead was explanted and replaced and the rv lead was repositioned. During the procedure the physician confirmed there was no cardiac perforation. The patient is in good condition following the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.